Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had not received therapeutic effect from the device system ¿for a long time¿. During an operation on (B)(6) 2013 the pump pocket was opened and drug was found in the pump pocket. The sutureless pump connector ¿seemed defect¿. The pump segment of the catheter was revised. The patient experienced underdose symptoms of severe spasticity and less than 50% therapeutic relief. Patient status at the time of the report was with no injury or adverse event. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the issue was discussed with the physician on (B)(6) 2013 and they stated that the dose was programmed to 160 micrograms/day.

Manufacturer narrative:
Analysis of the 8731sc catheter (B)(4) revealed an sc connector damaged at explant. As received the sc connector was damaged including the white silicone boot peeled back from the titanium housing along with the housing and retaining ring rotated out of position in relation to the white oval markings on the white silicone boot. There were tool marks on the white silicone boot which indicated possible difficulty removing the sc connector from the pump. No leaking was seen anywhere on segment 1 of the catheter. Inspection of each retaining ring finger did not show damage that might normally be seen if the sc connector had not been completely attached to the outlet port of the pump. Even though there was slight damage to the sc connector, evidence indicated the sc connector was properly connected to the pump, with no leaking occurring in this area. Also of note was a non-significant indent in the seal material down in the cup of the sc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.